Event description:
It was reported that the procedure was to treat a perforation in the moderately calcified, mildly tortuous left anterior descending (lad) coronary artery after rotablation had been performed. The 4.0x19 mm graftmaster covered stent was attempted to be advanced but it could not cross the lesion due to the anatomy. Another .0x19 mm graftmaster covered stent was able to cross the lesion and treat the perforation. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.